Event description:
Reporter indicated that patient was experiencing jaw pain with stimulation that did not resolve following a reduction in her output current. Patient was subsequently referred for a revision surgery where her lead was replaced. Diagnostic testing with existing lead prior to replacement indicated that device was operating within normal limits. Explanted lead was subsequently returned to manufacturer for product analysis, missing the electrode array. Analysis found no anomalies with the returned portion of lead.